Manufacturer narrative:
Additional info: visual review confirms instrument breakage. Microscopic examination of the -05 retaining ring identified deformation of the ring form and axial shear lines along the outer diameter of the ring. Additionally, the material thickness of the ring was found to be within print specification. Dimensional examination of the -02 reducer body groove diameter, (into which the -05 retaining ring is seated), as well as the inside diameter above and below the groove diameter was found to be within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the instrument; unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l5-s1 to treat isthmic spondylolisthesis. It was reported that the reducer broke during use. The surgery was completed with direct vision. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.